Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1 - initial reporter establishment name: (B)(6).

Event description:
It was reported the colonovideoscope exhibited a communication error code (e31)5 during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. Updated fields: d8, e4, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image will black out, noise appears on the screen. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause was likely due to component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.